Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display anomaly. The blank display persisted despite using a new battery cap. The patient's blood glucose at the time of incident was 100 mg/dl. The insulin pump was not returned for analysis.